Manufacturer narrative:
There is no allegation against a da vinci product associated with this event, therefore; no product was returned for failure analysis investigation.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy procedure, the surgical staff experienced a loss of pressure involving insufflation inside the patient's cavity which was hindering the case. As a result, the surgeon elected to convert to the procedure to open surgery. This event occurred about an hour and a half into the procedure. No leaks in the insufflation equipment nor the ports were observed. The cause of the insufflation loss was reported to be the use of the suction device in the laparoscopic port and how the assistant used it during the procedure. The patient tolerated the open procedure well. There is no report of this patient experiencing any post-operative complications. The customer is reportedly not attributing this event to a da vinci product issue. No images or videos were taken of this event.